Event description:
The user experienced issues with low quality controls and patient results after changing to a new lot number of d-dimer reagent. The user provided results for two patient samples. For sample 1, the result at this site was 0.69 ug/ml with lot number 621675 and the result from the same sample tested at another site on (B) (6) 2010 on an integra 400 was 0.90 ug/ml. The user repeated the sample with lot number 627070 and received a result of 0.80 ug/ml with a data flag. The result of 0.69 ug/ml was reported to the physician as 0.7 ugfeu/ml. The user stated both results are above the expected value range and she did not plan to send a corrected report. Sample 2 was from a (B) (6) male (B) (6). On (B) (6) 2010 the initial result was 0.56 ug/ml with lot number 621675 and was reported to the physician as 0.6 ug/ml. The sample was repeated with lot number 627070 and generated a result of 0.69 ug/ml with a data flag. The user stated there was no affect to the patient and they do not plan to send a corrected report as both are elevated and the lis reported 0.6 ug/ml. Investigation is ongoing.

Event description:
The reporter stated the surgeon implanted an 11.5 mm icm115v4 implantable collamer lens on (B) (6)2010 in the patient's right eye. The lens was explanted on (B) (6)2010 due to inadequate vaulting. The lens was exchanged for a longer lens. See MFR report #2023826-2010-00674 for the left eye.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The user stated the d-dimer performance was remaining acceptable with d- dimer reagent lot number 627070. No further events were reported. The analyzer was a cobas integra 800 (B)(4).